Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that he sometime has issues with air bubbles that appear in the cartridge that were not there when it was filling the reservoir. Customer has changed site and found that was not the issue. Customer stated that after the injection it seems to work fine.